Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue and it was confirmed. Customer's blood glucose level was unknown. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. The audio tones/beeps functioned properly. However, pump error 63 alarm during self test and confirmed in the insulin pump history due to broken trace on keypad assembly.